Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized from approximately 132.0 ¿ 132.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed a functional device. During functional testing, a demonstration coil was advanced through the lantern without an issue. The root cause of the reported resistance could not be determined. Further evaluation revealed ovalizations near the distal tip. The location of the ovalizations does not correlate with the reported complaint; therefore, this damage was likely incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of resistance.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern). During the procedure, the physician placed the lantern in the target vessel and introduced a non-penumbra guidewire. Next, the physician advanced a ruby coil and experienced resistance approximately 10 to 15 centimeters into the lantern. Therefore, the ruby coil was retracted, and the physician attempted to re-advance the same coil, however, the same resistance issue occurred. Therefore, both the lantern and ruby coil were removed. The procedure was then completed using the same ruby coil, additional new ruby coils and other coils with a new lantern. There was no report of an adverse effect to the patient.